Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed. As noted in the impella IFU: impella cp with smartassist system. Section: potential adverse events (united states). ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation).¿

Event description:
Us complainant reported the patient was placed onto impella cp support due to acute myocardial infarction / cardiogenic shock. While on support, the patient experienced access site bleeding that was resolved with additional deep mattress suture. The patient also experienced limb ischemia with no resolution indicated. Additionally, the pump experienced suction with no resolution indicated. The patient ultimately expired as care was withdrawn, but there was no allegation against the impella related to the patient¿s death. Medical safety review of the event noted there is not have enough information to exclude impella device as an associated factor in the patient's demise.